Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the midline and pocket incision site which was not device nor procedure related and no known caused. Symptoms were redness and pain. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.